Event description:
The customer reported that the sys was not saving patient images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was evaluated and replaced. The system nodes were reflashed and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.